Event description:
The customer returned the Duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicated that a chip in the adhesive area between the distal end and light guide cover, and a chip in the adhesive around the light guide lens were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.